Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse removed the ion selective electrode (ise) module from the system, replaced the ise baseline solution valve, stripped down the ise pump syringes, checked for debris in the ise buffer solution and the ise baseline solution, replaced the syringe seals on the ise buffer pump and ise baseline pump. The ise module was re-fitted into the system, aligned and primed. A precision test was performed. Quality control materials were run. The cse returned the system to an operational status. The cause of the discordant sodium test results is unknown. No further evaluation of this device is required

Event description:
Discordant sodium results were obtained for multiple patient samples from an advia chemistry xpt system. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt system. The repeat results were reported to the physician(s). The repeat results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.